Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint is currently under investigation. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record opened. The system found to meet all cosmetic and performance standards per the service test procedure (stp). Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event. The system found to meet all cosmetic and performance standards per the stp. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during a cataract extraction in phacoemulsification (phaco) mode, an ophthalmic handpiece (hp) exhibited with a lack in vacuum strength. Also, during the cortical phase, screen indicated that the vacuum increased but the strength decreased. The same issue occurred during viscoelastic aspiration phase too. The surgery was completed on same day with no patient harm. For the next surgery equipment was restarted and the cassette was replaced after which it functioned normally. This report pertains to system involved in reported event.